Event description:
Related manufacturer report numbers: 3006705815-2025-03824, 3006705815-2025-03825. It was reported that the patient's extensions broke off during removal. The extensions were fully explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.